Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the received home monitoring and device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device and home monitoring data were analyzed. The inspection revealed an increased pacing impedance as well as a rising threshold value on the right ventricular lead, confirming the clinical observation. The episode list documents three ventricular fibrillation episodes between (B)(4) 2014. A total of 5 shocks were charged, of which two were delivered and three were terminated without shock delivery. No iegms were available for the aforementioned episodes. Therefore the presence of noise could not be confirmed. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available, the root cause for the clinical observation could not be determined.

Event description:
Ous MDR - on (B)(6) 2012, a device replacement was performed and a crt-d was implanted. They attempted to add a new rv lead during this procedure, but vein access was impossible from both the left and right sides. Since this procedure, the patient was followed closely via home monitoring and it was noticed that the rv pacing impedance was slightly decreasing with time until it reached a normal value of about 700 ohm. On (B)(6) 2014, the patient arrived at the clinic; the rv impedance and threshold measurements were about 700 ohm and above 6.0 v at 1.5ms accordingly. It was decided to keep following the patient via home monitoring. On (B)(6) 2014, the patient received an inappropriate shock due to rv noise and an" rv addition" was performed the day after. This is all of the information that was provided. The device was not returned and no explant date was provided. Therefore, it is believed this lead remains implanted.